Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with enterococcus serratia and a white blood cell (wbc) count of 14,292/mm3. The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home. It was found the patient does not mask during pd setup and does not have an ideal home condition for pd therapy that contributed to a lack of aseptic technique. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every five days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to nonadherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by a microorganism that inhabits the human gastrointestinal tract and genitourinary tract. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with enterococcus serratia and a white blood cell (wbc) count of 14,292/mm3. The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home. It was found the patient does not mask during pd setup and does not have an ideal home condition for pd therapy that contributed to a lack of aseptic technique. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every five days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.